Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 47 percent remaining to 13 percent remaining in six months. Boston scientific technical services (ts) was consulted and requested the data stored in the device's memory for review as there was a concern over possible premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 47 percent remaining to 13 percent remaining in six months. Boston scientific technical services (ts) was consulted and requested the data stored in the device's memory for review as there was a concern over possible premature battery depletion.engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 47 percent remaining to 13 percent remaining in six months. Boston scientific technical services (ts) was consulted and requested the data stored in the device's memory for review as there was a concern over possible premature battery depletion.engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.